Event description:
I have been having upper left quadrant pain for two years and finally got a referral but this is currently a hassle, and I am left without answers. The worst part is being afraid of what could happen or has happened. I was given a CT with barium swallow and IV dye. The results of the CT were normal except the whereabouts of my right tubal clip. I haven't been informed of what to do now because he has unsure of what to do now besides told me to be careful. I am reporting because this will go further. I need exact answers. "Is it still a successful tubal. Where has the clip migrated, why was it not specified on my CT results. Is this what's causing the pain and who is to bill for the problem."